Event description:
During device revision, damage was noted at the set screw. The device was explanted and successfully replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of a damaged septum was confirmed. Interrogation of the device revealed the device was above the elective replacement indicator when received. Visual and bench testing of the set screw were performed, and no anomaly was detected. The cause of the field event remains undetermined.